Event description:
A 24 hr holter monitor was applied to an outpatient. The recording was scanned the next day and it indicated the rhythm was regular and uneventful until 2:17 am, when the EKG rhythm was replaced by a flatline for approx 2 mins. When the EKG rhythm returned, it was markedly different than the original rhythm and continued in that pattern until the end. The physician who read the holter stated that the EKG, after the period of flatline, showed intermittent high-degree av block with a normally functioning ventricular demand pacemaker. It was later discovered that the pt did not have a pacemaker. Del mar avionics was called to evaluate how the "pacemaker" rhythm might have been recorded on a pt without a pacemaker. A del mar rep informed rptr that the older 170 mb disks were electronically driven and were prone to pick up extraneous electrical artifacts and add those artifacts to the EKG. Rptr was advised to replace that disk with a new digital disk.